Event description:
A healthcare professional reported rupture on the left side discovered by MRI scan. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Correction implant date (d6a): (B)(6) 2017 corrected data: d6a.

Event description:
A healthcare professional reported rupture on the left side discovered by MRI scan. The device has been explanted and replaced with a non allergan device.

Manufacturer narrative:
Correction implant date (d6a): no information. Additional, changed, and/or corrected data: b6 d6a d9 h3 h6 g1. Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec), three openings assessed as surgical damage and broken assessed as surgical damage additional observations: missing shell observed assessed as inconclusive. Red particles observed in the gel.

Event description:
A healthcare professional reported rupture on the left side discovered by MRI scan. The device has been explanted and replaced with a non allergan device.